Event description:
It was reported, the fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Upon examination, a broken thermostat terminal was discovered to be the source of a 1/8" burn hole in the pad. The thermostat terminal break is usually the result of an excessive force being applied directly to the heating pad. The instruction manual details the proper usage. Regardless, a CAPA project has been initiated to reduce the recurrence of this issue.